Event description:
Vascular intervention case to treat a heavily calcified lesion in the distal sfa with critical limb ischemia and gangrene. The physician attempted to treat the patient first with pta but it was unsuccessful. The physician then used a turbo-tandem; upon attempting pta a second time the physician discovered thrombus between just below the knee and the ankle. Aspiration attempts to remove the thrombus were unsuccessful and the patient required amputation of the limb.

Manufacturer narrative:
This adverse event was reported through a distributor that attended the 44th kantokoshinetsu regional conference of cvit where this case was discussed; insufficient details have been provided to spnc regarding the cause of the thrombus as well as verification that the thrombus was cause for the amputation versus patient's limb health in regards to ischemia/gangrene. This event was reported as having occurred in (B)(6) 2013 but exact date is unknown, for the purpose of this report spnc used (B)(6) 2013.